Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral popliteal artery using an indigo system separator 8 (sep8), an indigo system aspiration catheter 8 (cat8), a non-penumbra 9f sheath introducer, and guidewire. During the procedure, the physician advanced the cat8 over the guidewire through the 9f sheath to the target site. The guidewire was then removed and the sep8 was advanced through the cat8. Next, aspiration was initiated. While advancing the sep8 in and out of the cat8, the physician noticed under fluoroscopy that the wire distal to the bulb of the sep8 was broken. Therefore, the broken sep8 was aspirated out using the cat8. The procedure was completed using the cat8. There was no report of an adverse effect to the patient.